Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the laser pedal did not work and no pupil detected between the phototherapeutic keratectomy and photo refractive keratectomy part of stream light in the left eye of a patient, during surgery.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Logfile review for the day of treatment shows no relevant error messages or warnings. During the start-up the system passed all initialization steps without any relevant deviation. The user performed gas change and scanner test and performed the necessary energy check, eye tracker and fluence test without any issue. The logfile shows seven successfully performed treatments. The reported treatment could be identified in the logfile. Treatment was aborted and cancelled by user after the following message displayed as no pupil detected. No technical problem can be identified during logfile review. The root cause could not be determined conclusively. No technical root cause was identified as the product was found to be within specifications, the device has reacted as intended and stopped firing, as the eye tracker could not be detect the pupil. Most probably it could be related to patient¿s eye anatomy or patient eye movement.